Event description:
The following was reported to hamilton medical ag: summary: tf 444004 (voltage out of tolerance).

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: defective mainboard. Correction: replacement of defective mainboard.